Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that there was a failure in the piezo - goldcap auxiliary alarm. Furthermore, the equipment was reportedly in use with the main switch on "off" and in operation. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was provided and analyzed. Based on the log file review the reported issue could be confirmed. The log file shows that the device had detected a piezo test error and as a result the alarm message ¿auxiliary acoustical alarm failure¿ was posted by the cockpit c300 on the reported date of event. The auxiliary alarm is supplied via the rocker switch. In case of a faulty rocker switch, it is specified that the device is continuously switched on (event if the rocker switch is in position off) - this corresponds with the reported situation. Consequently the ¿auxiliary acoustical alarm failure¿ was caused by a faulty rocker switch. In this situation (rocker switch is in position off) the device will shut down if the rocker switch works properly again. It could additionally be verified that the log file entries suddenly stopped at 9:32 p.m. On the 13th of october 2023 which indicates a device shutdown. In the current event it cannot be excluded that this shutdown was caused by a faulty rocker switch. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the automatically piezo test, visual and acoustical alarms will be activated to inform the user about the problem. Furthermore, during device check the user could identify a faulty piezo or rocker switch in the test step "auxiliary acoustical alarm". In case of a complete loss of function of the ventilation unit, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. In the current event, there were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a failure in the piezo - goldcap auxiliary alarm. Furthermore, the equipment was reportedly in use with the main switch on "off" and in operation. There were no patient health consequences reported.